Event description:
It was reported that the physician called for review of device data. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the atrial fibrillation (af) zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 21 joule shock. The shock therapy did not convert the rhythm. At this time, the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.